Manufacturer narrative:
The insulni pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube, stained end cap sticker and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The blood glucose reading was 392 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.